Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Bleed four times a day using this needles [injection site haemorrhage]. Bleed four times a day using this needles [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "bleed four times a day using this needles(injection site bleeding)" with an unspecified onset date, "bleed four times a day using this needles(needle issue)" with an unspecified onset date, and concerned a adult male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy". Current condition: heart problem. Historical condition: blood clot in legs. Procedure: stent placement. Concomitant products included - lispro insulin(insulin lispro). On an unknown date, the patient was using unspecified blood thinners due to heart problem and had several stents put in. On an unknown date, the patient had experienced bleeding at injection site four times a day using this 1/4" needles. Batch numbers: novofine 32g 6 mm: requested. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "bleed four times a day using this needles(injection site bleeding)" was unknown. The outcome for the event "bleed four times a day using this needles(needle issue)" was not reported.